Event description:
The MFR received info alleging a ventilator failed functional testing. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed testing for the control flow sensor. The device's system board was replaced to address the issue.